Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was rec'd in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out but the orange indicator only showed up 2/3 of it. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was faulty. The device was not working properly. No other details known. No patient consequence. One device returned.